Event description:
This machine is supposed to clear chlorine and chloramine from water but it only clears chlorine. The carbon filter does not have the capacity to clear the chloramine. When the tech noticed the problem he called the MFR and the carbon filter was replaced.